Event description:
It was reported that the user received an ¿unable to proceed¿ alert during a supply change, and the agent identified that the connector had been attached to the cartridge before the cartridge was seated, resulting in a bent connector needle and an inability to attach the connector. Symptoms included no adverse clinical effects. Outcomes included successful completion of the supply change after replacing the connector and education on the correct sequence to drop the cartridge before attaching the connector. Investigation included troubleshooting and user education. Investigation of this case revealed user technique error and a damaged connector needle. It was concluded that the event was attributable to incorrect use, and the device functioned as designed after the connector was replaced.